Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged abs-10060 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed not cosmetics issues. Functional testing was performed to replicate the reported failure. The device reported outputs of 42ml platelet-poor plasma (ppp), 17ml rbc, and 3ml prp. The prp volume within the syringe was recorded as 2.5ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. The error could not be replicated. No problem found. The complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2024, a sales representative via sems-06714543 reported that an abs-10060 angel centrifuge had a light sensor issue. Each time the machine is being used, the sensor will flicker, causing the machine to provide the notification. The sensor will finally stop flickering, but only after shutting the machine down/turning it back on, reloading the disposable kit, cleaning the sensor itself, and sometimes even opening a second kit. All procedures have been completed successfully, and there has been no deviation from surgical plans or procedures.